Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with autocapture in high output mode. Frequent occurrences of high output mode and two pulse width changes were noted since the last follow-up. Since implant, the bipolar ventricular threshold increased from 2.0 v to 3.5 v. Impedance was stable. Auto- capture was turned off. The lead would be assessed again in about a month.